Event description:
On (B)(6) 2011, the patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low. On (B)(6) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient advised that the alleged product issue began on (B)(6) 2011 at 02:07pm. The patient advised that he obtained alleged low blood glucose of "20mg/dl" on the subject meter and compared this reading to his feelings. The patient stated that the patient manages his diabetes with an insulin pump. The patient stated that after obtaining the alleged low result, he ate 5 cookies and contacted ems. The patient advised that no symptoms developed due to the product issue. The patient advised ems arrived at 02:40pm and obtained a blood glucose of 246mg/dl on an unknown ems meter. No further treatment was received. During troubleshooting, the customer care advocate (cca) verified the reading with the patient. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's denied developing any symptoms due to the product issue and both the self treatment and ems treatment correlate with the reported readings and patient actions. However, this malfunction is being reported because the subject meter result did not correlate with the patient report of no symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.